Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed internal left ventricular assist device (lvad) fault alarms. Review of the submitted log files revealed a continuous lvad internal fault alarm was captured throughout the entirety of the data, which indicated an lvad communication issue that was resolved with power cycling. The onset of the event was not captured. No other notable events or alarms were captured. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. Software resets were also captured in the lvad event log file; however, a specific cause for these resets could not be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing a presumed electrostatic discharge (esd) event. They had a left ventricular assist device (lvad) fault banner and the speed was down to 5000rpm. Log files were submitted for review. The log file displayed lvad_internal_fault / (f59) e2p_crc and (f46) eeprom_communication_error alarms beginning on (B)(6) 2024 between 21:06-22:06. These error codes indicated a transient miscommunication between the pump and the system controller. This alarm caused the pump to change pump speed to 5000rpm. It was noted that the alarm may be resolved with a power cycle to the pump. The log file also saw low flow alarms which may have been related to the defaulted set speed change. The pump was briefly stopped and it reset the lvad fault. The speed returned to 5500rpm. Follow-up log files were submitted for review. The follow-up log files contained alarms associated with the recommended pump reset. The limited data following the reset appeared to indicate the previous lvad alarms had resolved.